Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient developed hemolysis. Clinical review: a 76-year-old female undergoing high-risk percutaneous coronary intervention with support of an impella cp showed urine color significative of hemolysis under forced diuresis and reduced intravascular volume without consequences to the patient. The impella cp was weaned and removed after less than 24 hours.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information has been provided upon request: "1. Impella flows reduced to p-4 and volume given. Urine color resolved. 2. Device is not available for return 3. No other interventions or relevant information regarding this pump/patient apply".

Manufacturer narrative:
Investigation summary the cause of hemolysis was not determined due to no product return, no logs, and insufficient clinical details.